Event description:
The customer reported to beckman coulter (bec) that they obtained elevated white blood count (wbc) and hemoglobin (hgb) results on the coulter lh 780 hematology analyzer. The customer confirmed that no patient results were released outside of the laboratory and stated that most of the results had hematocrit and hemoglobin (h&h) check fail flag. There was no death, injury or effect to patient treatment associated with this event. Patient printouts were not supplied by the customer as they were no longer available. This MDR is to report an event occurred on (B)(6) 2013. An MDR 1061932-2013-01580 is being submitted for a similar event occurred on (B)(6) 2013 at this customer site.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. Upon inspection, the fse found erratic hemoglobin (hgb) and high white blood counts (wbc's). The fse replaced white blood cell (wbc) and red blood cell (rbc) aperture o-rings. The fse bleached the wbc and rbc apertures and hgb cuvette. The fse also replaced chokes for wbc bath and hgb chamber 5psi drain. The fse removed and cleaned vacuum trap, and replaced mixing bubble check valves. The fse flushed vent chamber for both baths, and flushed hgb chamber vent line. The fse observed normal operation for bath and cuvette draining as well as hgb blank delivery. The fse cleaned the hgb detector and lamp cover. Following the repair, the fse ran a startup and all quality control (qc). The fse indicated that the rbc side was done as a preventive measure. Failure mode was any or a combination of the following: white blood cell (wbc) aperture o-ring, clogged or partially clogged apertures, dirty hemoglobin (hgb) cuvette, chokes for wbc bath and hgb chamber 5psi drain, mixing bubble check valves, vent chamber for both baths, and hgb chamber vent line.